Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they had been experiencing low blood glucose for a month with unknown blood glucose levels at the time of the incident. The customer used juice to treat. Customer's blood glucose level was 63 mg/dl. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incidents. Customer stated the pump was over delivering. The customer took off the pump and went to manual injections. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device passed the delivery accuracy test. No device deficiency anomaly or over delivery anomaly noted during test.